Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va35msy implanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 25-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having a lot of gastrointestinal issues that went away during the trial but have come back since the permanent implant. Patient said they didn't know if the position of the leads was changed from the first surgery to the second surgery. Agent understood patient was referring to the lead placement. Agent asked the patient if they were having improvement on their symptoms as they were before the trial and patient said no, their symptoms were completely back to the way they were prior to the trial. Patient said that they had the stimulation sensation and then they lost it, patient said they have increase the intensity and they felt the stimulation again but then fades away. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient reported that their baseline symptoms returned and they lost therapy benefit.